Manufacturer narrative:
A compressor mini was reported not starting. The customer had no service agreement and refused to repair the device. Due to lack of information, it is not possible to identify the underlying causes of the issue. H3 other text : 4114.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).